Manufacturer narrative:
It was reported that while using an est2008f, the outer catheter separated from the inner catheter. As a result of analysis of returned device, outer sheath was detached and stent was returned in state of partially deployed. Deployment was tried without pressure, and it deployed well. In the inner sheath, the kinked mark was observed. Based on the position of stent and partially deployed stent, it is considered that the recapture has occurred during procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to reconstruct the situation at the time of procedure. Based on the deployment well under the none pressure, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure sheath, in which was concentrated the force, and the kinking has occurred. Therefore, it seems that the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. In addition, based on the position of stent and partially deployed stent, it seems that the recapture has occurred during repeatedly pushing and pulling the pusher to deploy it. This device is not able to recapture. Taewoong medical's being able to recapture devices are labeled " reconstrainable " on the box and attached tag. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
While using an est2008f, the outer catheter separated from the inner catheter. The procedure was able to be completed with another stent.